Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called for assistance placing implant into MRI mode. When patient (pt) entered the micro my therapy app they saw the message "power on reset occurred. Por has occurred. Please check the device battery level. End session". Pt was able to clear por with handset. Pt confirmed they had charged their implant battery up. Pt said this wasn't the first time they had seen the por message. Pt said that it takes them "3 or 4 times" sometimes before the communicator and handset will speak to one another. Pt said that they didn't find the implant to be very user friendly. Troubleshooting resolved the issue. Pt was able to place implant into MRI mode.